Manufacturer narrative:
The product was returned and the optical sensor was confirmed to be operating within specification. The data logs confirm a high placement signal. The 5s parameters show the sensor was functioning. The root cause of the placement signal issue was most likely patient condition. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 50-year-old male patient was implanted with an impella 5.5 device for mechanical circulatory support. Placement signal issues and low flow was observed directly after insertion. The pump was replaced successfully to resolve the noted issue. No harm done to the patient